Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was returned for analysis. The balloon was unfolded which indicates it had been subjected to positive pressure. Blood was noted within the balloon with evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied when liquid was seen escaping from longitudinal tear in the balloon material. The longitudinal tear was noted beginning approximately 20mm distal to the distal edge of the proximal markerband and extended distally across the balloon material for approximately 30mm. A visual and microscopic examination identified no issues with the balloon material that have contributed to the complaint incident. A visual and microscopic examination found no issues with the markerbands or tip of the device that could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were noted with the device during analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon "breakdown" occurred. The target lesion was located in the iliac artery. A 10.0 x 40 75cm mustang¿ balloon catheter was selected to dilate the lesion. However, during introduction, balloon "breakdown" occurred. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that during the first inflation at below the rated burst pressure, the balloon ruptured. The device was simply removed from the patient's body and the procedure was completed well without any problem.